Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient uses multiple bg meters and did not calibrate , which is against user guide recommendations. At the time of contact the patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).